Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had a black screen. The issue occurred during an endobronchial ultrasound. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over one (1) year, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. The event can be prevented, by following the instructions for use, which state: important information-please read before use: do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section. In particular, the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged, even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section, when transporting or reprocessing. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred in the middle of the procedure. And there was no delay.